Event description:
A spacelab patient monitor failed and displayed a blank screen.

Manufacturer narrative:
Spacelabs has made several attempts to determine the serial number of the suspect monitoring equipment. The hospital biomed has been unable to locate the equipment, however, he has verified that he has not recently been made aware monitor equipment that has failed to power on. Spacelabs has no trend of monitoring equipment randomly displaying a blank screen. Since the suspect device cannot be identified, an investigation of the monitor equipment is not possible. It is possible that the blank monitoring screen resulted from the user's attempts to resolve other, unrelated issues. The customer has been told that we are closing our investigation after several unsuccessful attempts to locate the suspect monitoring equipment. This initial report is considered final and the issue is closed.